Event description:
It was reported that the patient was in the hospital with intracranial hemorrhage. The patient had a bilateral primary cell. It was noted that the hemorrhage was not related to the deep brain stimulator. Left side c/0 impedance was 2577; c/2 was 2516 and 0/2 was 5065. The patient was programmer 1-3+ and had 2152 therapy impedance at 1.974ma. It was noted that c/1 was 1378 and c/3 was 1400. The right therapy impedance was 1090 and 3.738. There were no impedances flagged as high or low. No history was known of past impedances or therapy status. Additional information received reported no malfunctions were seen and no cause was determined. No interventions were taken or planned. The patient was receiving effective therapy. Reference manufacturer's report number: 3004209178-2013-21777.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. (B)(4).